Event description:
Description of event: in 1999, a dr implanted a 27 mm mitral st. Jude medical mechanical heart valve sjm masters series with silzone coating (model 27mecs-602). This was a replacement device for a mitral valve explanted due to endocarditis. In 2001, another dr explanted this valve due to endocarditis and thrombus. According to the information received, the gradient across the valve was 30 mmhg. The valve contained thrombus on the leaflets which "impaired" leaflet mobility. It was reported that there was no clinical evidence of endocarditis; however, blood cultures taken on the day of the explant revealed staphylococcus aureus. The theatre nurse also reported that the patient was "never free of infection" and the patient's inr was normal. Visual examination of the valve by the territory manager confirmed leaflet immobility due to thrombosis with "quite a bit of pannus" on the cuff and the valve appeared "infected". The patient is reported to be recovering and no additional information was available.

Event description:
The valve was explanted due to endocarditis and thrombus. The pt had endocarditis at the time of implant and the inr's were "normal". The leaflets were noted to be impeded by thrombus. There was extensive pannus formation on the sewing cuff that looked "infected".